Event description:
This case was initially received via regulatory authority food and drug administration (reference number: 5034881) on 09-apr-2014. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils have ruptured through her fallopian tubes and are now in her uterus/coil perforated uterus/essure perforated your fallopian tube"), uterine perforation ("uterus perforation") and genital haemorrhage ("bleeding/abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (reason for procedure: gallstones) in (B)(6) 2012, bladder sling procedure (reason for procedure: incontinence) in (B)(6) 2013, gastric bypass (reason for procedure: obesity and my health), hernia repair in (B)(6) 2014, appendectomy in (B)(6) 2015, multigravida, parity 5 (birth date: (B)(6) 1991, (B)(6) 1993, (B)(6) 1995, (B)(6) 1999, (B)(6) 2007.) And abortion (abortion: 2). Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included anxiety and morbid obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraine") and headache ("headaches/terrble headaches"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("terrible bloating/severe bloating/abdominal swelling"), pain ("pain/hurt and pain in whole body"), abdominal pain ("severe and persistent abdominal pain"), fatigue ("chronic fatigue/uterine fatigue") and back pain ("back pain"). On (B)(6) 2014, 4 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain since essure was inserted/chronic pain/severe and persistent pelvic pain"), menstrual disorder ("abnormal periods since essure was inserted"), fibromyalgia ("fibromyalgia"), weight increased ("gained weight"), alopecia ("have lost a lot of my hair and it has thinned terribly/hair loss"), allergy to metals ("nickel sensitivity or allergy/hypersensitivity reaction to nickel or any other component of essure") with pruritus and rash, anxiety ("anxiety"), insomnia ("insomnia") and arthralgia ("joint pain"). The patient was treated with topiramate (topamax), linaclotide (linzess), lorazepam, estradiol, omeprazole, surgery (total hysterectomy with bilateral salpingectomy and oophorectomy), surgery (total hysterectomy with bilateral salpingectomy and oophorectomy) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, menstrual disorder, fibromyalgia, weight increased, pain, allergy to metals, anxiety, insomnia, arthralgia, migraine, headache, irritable bowel syndrome and amnesia outcome was unknown, the uterine perforation, fatigue and back pain had not resolved and the abdominal distension, alopecia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, migraine, pain, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter provided no causality assessment for menstrual disorder with essure. The reporter commented: she believe the nickel hypersensitivity became apparent in 2014. She believe my uterus was swollen due to the hypersensitivity and caused my fibromyalgia. All other issues she was currently treated with physical therapy except fibromyalgia, pelvic pain; bloating; swelling; coil. She had not sought treatment for hair loss; nickel sensitivity. She used condoms because she was told that essure coil had migrated into her uterus and if she was concerned about pregnancy she should condoms for backup. In 2014. Discrepancy in essure insertion date: (B)(6) 2010 and date of essure placement: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: no result provided. Uterine perforation was learned during hysteroscopy with dilation and curettage. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case included a report of perforation of fallopian tubes (devices in the uterus). No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Further company follow-up with the regulatory authority or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: reporter information, patient demographics, historical conditions/medication, concurrent conditions and lab data was added. Essure insertion date: (B)(6) 2010 (previously reported as (B)(6) 2011). Explantation date, essure indication and treatment medications were added. Following events added: nickel sensitivity or allergy, I can't wear nickel without itching and getting a rash I realized, anxiety, insomnia, abdominal pain, joint pain, chronic fatigue, migraine, headaches, irritable bowel syndrome, memory loss, back pain, essure perforated your fallopian tube/uterus perforation. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 09-apr-2014. The most recent information was received on 28-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils have ruptured through her fallopian tubes and are now in her uterus/coil perforated uterus/essure perforated your fallopian tube'), uterine perforation ('uterus perforation/coil perforated uterus') and genital haemorrhage ('bleeding/abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in (B)(6) 2015, hernia repair in (B)(6) 2014, bladder sling procedure (reason for procedure: incontinence) in (B)(6) 2013, cholecystectomy (reason for procedure: gallstones) in (B)(6) 2012, gastric bypass (reason for procedure: obesity and my health), multigravida, parity 5 (birth date: (B)(6) 1991, (B)(6) 1993, (B)(6) 1995, (B)(6) 1999, (B)(6) 2007.), abortion (abortion: 2) and female condom. Previously administered products included for an unreported indication: atenolol and birth control pill. Past adverse reactions to the above products included hypersensitivity with atenolol. Concurrent conditions included anxiety, morbid obesity, constipation, vaginal bleeding, metrorrhagia, morbid obesity, urinary tract infection, vaginitis, vulvovaginitis, kidney stones, stress incontinence, vaginal discharge, follicular cyst of ovary, dysfunctional uterine bleeding, abdominal pain, menometrorrhagia, dyspareunia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain since essure was inserted/chronic pain/severe and persistent pelvic pain/chronic pain"), fibromyalgia ("fibromyalgia"), abdominal distension ("terrible bloating/severe bloating/abdominal swelling"), allergy to metals ("nickel sensitivity or allergy/hypersensitivity reaction to nickel or any other component of essure") with pruritus allergic and dermatitis allergic, anxiety ("anxiety"), insomnia ("insomnia"), arthralgia ("joint pain"), fatigue ("chronic fatigue/uterine fatigue"), migraine ("migraine/migraine headaches"), headache ("headaches/terrible headaches"), irritable bowel syndrome ("irritable bowel syndrome") and amnesia ("memory loss"). In 2012, the patient experienced pain ("pain/hurt and pain in whole body"), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal periods since essure was inserted"), alopecia ("have lost a lot of my hair and it has thinned terribly/hair loss") and uterine pain ("uterine pain") and was found to have weight increased ("gained weight"). The patient was treated with estradiol, linaclotide (linzess), lorazepam, omeprazole, topiramate (topamax) and surgery (total hysterectomy with bilateral salpingectomy and oophorectomy and dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, menstrual disorder, fibromyalgia, weight increased, pain, allergy to metals, insomnia, headache, irritable bowel syndrome, amnesia and uterine pain outcome was unknown, the uterine perforation, arthralgia, fatigue, migraine and back pain had not resolved and the abdominal distension, alopecia, anxiety and abdominal pain was resolving. The reporter provided no causality assessment for menstrual disorder with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, migraine, pain, pelvic pain, uterine pain, uterine perforation and weight increased to be related to essure. The reporter commented: she believe the nickel hypersensitivity became apparent in 2014. She believe my uterus was swollen due to the hypersensitivity and caused my fibromyalgia. All other issues she was currently treated with physical therapy except fibromyalgia, pelvic pain; bloating; swelling; coil. She had not sought treatment for hair loss; nickel sensitivity. She used condoms because she was told that essure coil had migrated into her uterus and if she was concerned about pregnancy she should condoms for backup. 2014. Discrepancy in essure insertion date: (B)(6) 2010 and date of essure placement: (B)(6) 2010. A number of expanded coils trailing into the cavity were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successful essure procedure. Uterine perforation was learned during hysteroscopy with dilation and curettage. On (B)(6) 2012: lab report: transabdominal ultrasound imaging of the pelvis was performed: possible tiny hemorrhagic cyst left ovary. Exam is otherwise unremarkable. No evidence of torsion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 09-apr-2014. The most recent information was received on 29-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils have ruptured through her fallopian tubes and are now in her uterus/coil perforated uterus/essure perforated your fallopian tube'), uterine perforation ('uterus perforation/coil perforated uterus') and genital haemorrhage ('bleeding/abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in (B)(6) 2015, hernia repair in (B)(6) 2014, bladder sling procedure (reason for procedure: incontinence) in (B)(6) 2013, cholecystectomy (reason for procedure: gallstones) in (B)(6) 2012, gastric bypass (reason for procedure: obesity and my health), multigravida, parity 5 (birth date: (B)(6) 1991, (B)(6) 1993, (B)(6) 1995, (B)(6) 1999, (B)(6) 2007.), abortion (abortion: 2) and female condom. Previously administered products included for an unreported indication: atenolol and birth control pill. Past adverse reactions to the above products included hypersensitivity with atenolol. Concurrent conditions included anxiety, morbid obesity, constipation, vaginal bleeding, metrorrhagia, morbid obesity, urinary tract infection, vaginitis, vulvovaginitis, kidney stones, stress incontinence, vaginal discharge, follicular cyst of ovary, dysfunctional uterine bleeding, abdominal pain, menometrorrhagia, dyspareunia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain since essure was inserted/chronic pain/severe and persistent pelvic pain/chronic pain"), fibromyalgia ("fibromyalgia"), abdominal distension ("terrible bloating/severe bloating/abdominal swelling"), allergy to metals ("nickel sensitivity or allergy/hypersensitivity reaction to nickel or any other component of essure") with pruritus allergic and dermatitis allergic, anxiety ("anxiety"), insomnia ("insomnia"), arthralgia ("joint pain"), fatigue ("chronic fatigue/uterine fatigue"), migraine ("migraine/migraine headaches"), headache ("headaches/terrible headaches"), irritable bowel syndrome ("irritable bowel syndrome") and amnesia ("memory loss"). In 2012, the patient experienced pain ("pain/hurt and pain in whole body"), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal periods since essure was inserted"), alopecia ("have lost a lot of my hair and it has thinned terribly/hair loss") and uterine pain ("uterine pain") and was found to have weight increased ("gained weight"). The patient was treated with estradiol, linaclotide (linzess), lorazepam, omeprazole, topiramate (topamax) and surgery (total hysterectomy with bilateral salpingectomy and oophorectomy and dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, menstrual disorder, fibromyalgia, weight increased, pain, allergy to metals, insomnia, headache, irritable bowel syndrome, amnesia and uterine pain outcome was unknown, the uterine perforation, arthralgia, fatigue, migraine and back pain had not resolved and the abdominal distension, alopecia, anxiety and abdominal pain was resolving. The reporter provided no causality assessment for menstrual disorder with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, migraine, pain, pelvic pain, uterine pain, uterine perforation and weight increased to be related to essure. The reporter commented: she believe the nickel hypersensitivity became apparent in 2014. She believe my uterus was swollen due to the hypersensitivity and caused my fibromyalgia. All other issues she was currently treated with physical therapy except fibromyalgia, pelvic pain; bloating; swelling; coil. She had not sought treatment for hair loss; nickel sensitivity. She used condoms because she was told that essure coil had migrated into her uterus and if she was concerned about pregnancy she should condoms for backup. 2014. Discrepancy in essure insertion date: (B)(6) 2010 and date of essure placement: (B)(6) 2010. A number of expanded coils trailing into the cavity were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successful essure procedure. Uterine perforation was learned during hysteroscopy with dilation and curettage. (B)(6) 2012: lab report: transabdominal ultrasound imaging of the pelvis was performed: possible tiny hemorrhagic cyst left ovary. Exam is otherwise unremarkable. No evidence of torsion. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case included a report of perforation of fallopian tubes (devices in the uterus). No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Further company follow-up with the regulatory authority or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical records received. Reporter information were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on (B)(6) 2014. The most recent information was received on (B)(6)2018 this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils have ruptured through her fallopian tubes and are now in her uterus/coil perforated uterus/essure perforated your fallopian tube"), uterine perforation ("uterus perforation/coil perforated uterus") and genital haemorrhage ("bleeding/abnormal bleeding") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (reason for procedure: gallstones) in april 2012, bladder sling procedure (reason for procedure: incontinence) in january 2013, gastric bypass (reason for procedure: obesity and my health), hernia repair in march 2014, appendectomy in november 2015, multigravida, parity 5 (birth date: (B)(6)1991, (B)(6)1993, (B)(6)1995, (B)(6)1999, (B)(6)2007.) And abortion (abortion: 2). Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included anxiety and morbid obesity. Concomitant products included contraceptives nos. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain since essure was inserted/chronic pain/severe and persistent pelvic pain/chronic pain"), fibromyalgia ("fibromyalgia"), abdominal distension ("terrible bloating/severe bloating/abdominal swelling"), allergy to metals ("nickel sensitivity or allergy/hypersensitivity reaction to nickel or any other component of essure") with pruritus allergic and dermatitis allergic, anxiety ("anxiety"), insomnia ("insomnia"), arthralgia ("joint pain"), fatigue ("chronic fatigue/uterine fatigue"), migraine ("migraine/migraine headaches"), headache ("headaches/terrble headaches"), irritable bowel syndrome ("irritable bowel syndrome") and amnesia ("memory loss"). In 2012, the patient experienced pain ("pain/hurt and pain in whole body"), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). On (B)(6)2014, 4 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal periods since essure was inserted"), weight increased ("gained weight"), alopecia ("have lost a lot of my hair and it has thinned terribly/hair loss") and uterine pain ("uterine pain"). The patient was treated with topiramate (topamax), linaclotide (linzess), lorazepam, estradiol, omeprazole, surgery (total hysterectomy with bilateral salpingectomy and oophorectomy), and surgery (dilation and curettage). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, menstrual disorder, fibromyalgia, weight increased, pain, allergy to metals, insomnia, headache, irritable bowel syndrome, amnesia and uterine pain outcome was unknown, the uterine perforation, arthralgia, fatigue, migraine and back pain had not resolved and the abdominal distension, alopecia, anxiety and abdominal pain was resolving. The reporter provided no causality assessment for menstrual disorder with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, migraine, pain, pelvic pain, uterine pain, uterine perforation and weight increased to be related to essure. The reporter commented: she believe the nickel hypersensitivity became apparent in 2014. She believe my uterus was swollen due to the hypersensitivity and caused my fibromyalgia. All other issues she was currently treated with physical therapy except fibromyalgia, pelvic pain; bloating; swelling; coil. She had not sought treatment for hair loss; nickel sensitivity. She used condoms because she was told that essure coil had migrated into her uterus and if she was concerned about pregnancy she should condoms for backup. 2014. Discreapancy in essure insertion date: (B)(6)2010 and date of essure placement: (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: no result provided uterine perforation was learned during hysteroscopy with dilation and curettage. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case included a report of perforation of fallopian tubes (devices in the uterus). No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Further company follow-up with the regulatory authority or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information updated.event:uterije pain added. Outcome of events updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.